Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported the insulin pump was dropped into the toilet. Customer's blood glucose was 145 mg/dl at the time of incident. Customer's current blood glucose was 410 mg/dl. The customer has treated their blood glucose with a manual injection. The customer reported the insulin pump's display went blank after the moisture exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage to the lcd board. The keypad assembly was trouble shot and it was determined not to be the cause of no button response. Unable to perform the displacement test or verify the operating currents due to no button response. No moisture damage found on the motor, battery tube, radio frequency board, interface board, and the vibrator assembly during our visual inspection. However, the insulin pump powered up properly after battery installation. No blank display noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.